Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was in drain two of four. Upon removing the tubing set, fluid was noticed inside the cycler. Patient was given antibiotics as a precaution and had no ill effects. As of this writing, sample has not been returned to the manufacturer.